Event description:
The ge oec 9800 fluoroscopy system had service issues.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the x-ray well had been compromised. The x-ray tube and high voltage assembly were replaced. System re-calibrated to specifications. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.